Manufacturer narrative:
Further info surrounding the event and the defective parts have been requested back for investigation. A supplemental medwatch will be provided after investigation. (B)(4).

Event description:
(B)(4).